Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, the cause that contributed to the reported tubing hole and fluid leak, was unable to confirm the reported event. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the ams 700 momentary squeeze (ms) pump was visually inspected and leak tested; no leaks were found. The tubing was identified to be cut down to the pump strain relief kink resistant tubing (krt) junction. The tubing was not returned for analysis. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the report event. Investigation conclusion: based on this investigation, the investigation conclusion code of cause not established was chosen because the reservoir connecting tube was not returned for analysis; however, the most probable cause could not be confirmed.

Event description:
It was reported that the patient visited the hospital two weeks before surgery as the inflatable penile prosthesis did not work. Inspection showed that a crack in the reservoir connecting tube caused a saline leak. The inflatable penile prosthesis pump was replaced and a new reservoir was implanted. The old reservoir remains implanted. Following the revision surgery, the patient improved.

Event description:
It was reported that the patient visited the hospital two weeks before surgery as the inflatable penile prosthesis did not work. Inspection showed there was a crack in the reservoir connecting tube that caused a saline leak. The inflatable penile prosthesis pump was replaced and a new reservoir was implanted. The old reservoir remains implanted. Following the revision surgery, the patient improved.